Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore,the investigation is inconclusive for failure to expand and failure to deploy. Per tw, investigation is inconclusive for perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf048f recovery filter system experienced both migration of device and a patient/device interaction problem. Of this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided. The rf048f recovery filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review. The complaint is still pending investigation.